Event description:
It was reported that the 2 bd smartsite¿ needle-free experienced fluid blockage. The following information was provided by the initial reporter: rn flushed with normal saline and device had complete resistance did not permit the fluid to pass.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 2 bd smartsite¿ needle-free experienced fluid blockage. The following information was provided by the initial reporter: rn flushed with normal saline and device had complete resistance did not permit the fluid to pass.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. Its reported that there is fluid blockage. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21095467 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) 1998036 has been initiated to investigate the customer¿s reported failure mode. A trend for this occlusion issue has been identified for this product line, and a team has been assembled in order to investigate the issue.